Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from open umbilical hernia surgery, the patient developed eczema in the umbilical area, with injury extended.